Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "g3 nail broke approx. 6 weeks after implantation. Item can't be returned because the bone is consolidated."